Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. The customer ran precision testing and the field service representative completed preventive maintenance and primed the air out of the diluent line. No further issues were reported. The qc recovery gave no indication for a performance issue of the reagent or instrument.

Event description:
The initial reporter received questionable ise indirect gen.2 sodium results for one patient sample from the cobas 8000 cobas ise module. The initial result was 154 mmol/l and was reported outside of the laboratory. The repeat result was 145 mmol/l. The electrode lot number and expiration date were requested but were not provided.